Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Significant corrosion was observed beneath the top and bottom housing, causing download data to not be retrievable. Colored fluid was injected into the reservoir. Fluid was able to pass through the o-ring and leak past the plunger. Additional corrosion was observed on the clutch spring and ratchet gear, indicating that the fluid leak in the reservoir is the root cause of the internal corrosion. Inspection of the cannula found no damages or tears that could contribute to the internal corrosion, and inspection of the plunger and o-ring found no damages or deficiencies that would allow fluid to leak past the plunger. The reservoir leak prevented fluid from flowing through the fluid path as intended.